Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that a result for 1 patient tested for roche cardiac t quantitative troponin t quantitative on the h232 instrument did not detect a myocardial infarction. The roche cardiac t quantitative test result from the h232 instrument was <50 ng/l. The sample was repeated on a radiometer aqt90 flex instrument and tested for troponin I where the result was 0.039 ug/l. A new sample was obtained and the troponin I result from the radiometer aqt90 flex instrument was 0.025 ug/l. The patient was sent to have a cardiac catheter examination and it was discovered that the patient needed to be operated on. The meter and strips have been requested for investigation. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The meter and strips were returned. Relevant retention (B)(4) was measured on the h232 instrument from the customer and on a cobas h232 instrument used at the investigation site. Tests were also performed using the customer's test strips on the customer's h232 instrument. All results were in accordance to the testing plan. A specific root cause could not be identified. The customer's returned material can be ruled out as a failure source. The patient sample was not returned. Information about potential issues with application processes or an interference of the sample was not provided. Since the patient sample was not investigated, interference in the sample is not excluded as a potential cause of the issue. It was also noted that values from the roche cardiac t quantitative test and the troponin I test should not be compared directly.